Manufacturer narrative:
This is an oral complaint i.e. The pacemaker was not available for analysis. Therefore, the quality documents accompanying this particular pacemaker and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker and the product lot. For further analysis the device should be made available to biotronik. In summary, the device was not available for analysis. There were no deviations during the production process that could have been related to the problems mentioned in the complaint.

Event description:
This system was removed due to hematoma formation per oos. Also removed: setrox s 53, MDR 1028232-2007-0167, setrox s 45, MDR 1028232-2007-0169.